Event description:
The customer reported image artifacts that were not recognized by the clinician. The misinterpretation of artifacts on images mimicked a blood clot. This misinterpretation resulted in a patient receiving thrombolytic therapy for approximately two hours. A physician at the customer site realized that a misinterpretation took place and the thrombolytic therapy was halted with no adverse effect to the patient.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).